Event description:
It was reported that there was no water in the chiller tank of the arctic sun device. Biomed discussed that this was indicative of a failed mixing pump. Biomed stated that they would order and replace onsite. Nurse stated that they started therapy on a patient about an hour ago. Also stated that the patient was not cooling, and the water temperature was 30c, current patient temperature was 34.9c and target temperature was 33c. Mis walked nurse through accessing event log, device recently alarmed 113 (reduced water temperature control) twice. Mis walked nurse through accessing the system diagnostics, outlet monitor temperature (t1) was 30.3c, outlet control temperature (t2) was 30.3c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 4.3, water flow rate was 2.7lpm, inlet pressure was-6.8 psi, circulation pump command was 87 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 4 bars, system hours were 7,271 and pump hours were 6,900. Mis informed nurse it appeared that the mixing pump had gone out. Also informed nurse to send device to biomed labelled not cooling. Nurse would swap to another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Biomed discussed that this was indicative of a failed mixing pump. The device was not returned. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no water in the chiller tank of the arctic sun device. Biomed discussed that this was indicative of a failed mixing pump. Biomed stated that they would order and replace onsite. Nurse stated that they started therapy on a patient about an hour ago. Also stated that the patient was not cooling, and the water temperature was 30c, current patient temperature was 34.9c and target temperature was 33c. Mis walked nurse through accessing event log, device recently alarmed 113 (reduced water temperature control) twice. Mis walked nurse through accessing the system diagnostics, outlet monitor temperature (t1) was 30.3c, outlet control temperature (t2) was 30.3c, inlet temperature (t3) was 30.4c, chiller temperature (t4) was 4.3, water flow rate was 2.7lpm, inlet pressure was-6.8 psi, circulation pump command was 87 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 4 bars, system hours were 7,271 and pump hours were 6,900. Mis informed nurse it appeared that the mixing pump had gone out. Also informed nurse to send device to biomed labelled not cooling. Nurse would swap to another device.